Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d10 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that e315 occurred due to connection failure between maj-1941 and 1933 cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was troubleshooted via phone support and the e315 error was resolved by re-seating the connecting cable. The device is not expected to be returned for physical evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor presented an e315 error code. The issue occurred during reprocessing. There was no report of patient harm.